Event description:
It was reported that the device failed to ratchet when the handle was pulled. Handle was able to perform up and down motion but was unable to advance forward as handle would spin back. There was no patient involvement. Diligence is complete

Manufacturer narrative:
This incident is being recorded under (B)(4). The device will be returned for analysis, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.